Manufacturer narrative:
The onyx was consumed during the procedure; product analysis cannot be performed. Based on the reported information, there does not appear to have been any defect of the onyx during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of phasic problems after onyx embolization. The patient had initially presented with sudden headache, vomiting, and loss of consciousness. Brain scan revealed grade 1, fischer 3 meningeal hemorrhage possibly caused by ruptured aneurysm and left temporoparietal avm. The aneurysm and avm were embolized followed by surgical exeresis with evacuation of the hematoma. It was reported that two weeks after onyx embolization, the patient presented to the hospital for dysphonia, speech impairments, and slight hemiparesis on the right. The patient's hospital report states that the dysphonia, speech impairments, and slight hemiparesis on the right were a result of the left temporobasal avm hemorrhage. The patient reportedly has deficit of the right xii nerve associated with hypophonia, naming deficit, and memory problems. The patient reportedly was undergoing rehabilitation for the symptoms. As of one-year post-procedure, the patient continued to have "disabling" phasic problems with naming deficit after rehabilitation.

Manufacturer narrative:
Received the lot number of the liquid embolic material. Updated section d and h with the manufacture and expiration dates. If information is provided in the future, a supplemental report will be issued.